Manufacturer narrative:
Based on the collected information it can be concluded that the root cause of the complained event might have been related with rough handling during use, since the attendant control panel (acp) cable was physically damaged. The IFU for enterprise 5000x bed (746-577-UK rev. 15) includes the following information relevant to the subject of this investigation: "take care not to squeeze or trap trailing cables from the handset/acp and other equipment between moving parts of the bed". Check acp and cable" - this activity is part of the preventive maintenance and should be performed weekly by the caregiver. In case of unsatisfactory inspection result, arjo representative should be contacted. "Carry out a full test of all electrical bed positioning functions (...)" And "examine all possible flexible cables for damage and deterioration" these are the maintenance activities to be performed yearly by the qualified personnel. Arjo device failed to meet its performance specification since the handset cable was damaged. The device was not used for a patient treatment when the failure was noticed. This complaint is deemed reportable due to allegation of an unintended movement of the backrest section.

Event description:
Following the information provided the backrest section lowered without a command after it was intentionally raised. The evaluation performed by an arjo engineer revealed that the handset s9346 cable was physically damaged, which led to unintended lowering of the backrest section. The handset was replaced and correct functionality was confirmed by functional testing. No patient was involved at the time of the event. No injury was sustained.

Event description:
Following the information provided the backrest of the enterprise 5000x bed lowered without command when raised. The evaluation performed by an arjo engineer revealed that the handset s9346 was faulty. The handset was replaced and correct functionality was confirmed by functional testing. No patient was involved at the time of the event. No injury was sustained.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once available.